Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00456. The reported complaint was confirmed. Per the fsr, the system-1 was run until the batteries were depleted after the case. The fsr replaced the batteries and the batteries were charging. The fsr verified full battery charge and operation. The fsr downloaded system and power manager logs and sent to the MFR for further eval. The unit operated to MFR specs and was returned to clinical use. The suspect batteries were returned to the MFR for further eval. The reported complaint was not duplicated during lab eval. Both batteries properly hold a charge and pass load testing. No anomalies were observed upon receipt of batteries. Both batteries measure 11.7 volts direct current (vdc) upon receipt. This is typical of batteries that have been discharged to the usual level within the system-1. Batteries were allowed to charge for 16 hours. Total minimal available capacity (tnac) is 18 amp hours (ah) (indicates full charge). The status led was green (typical). After charging, load testing was performed using the system-1 load simulator. The batteries supported the load for 80 minutes (passing is 50 minute minimum). If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
When the perfusionist (ccp) moved the unit, the power cord was damaged. Since the power cord was damaged, the batteries were used through the case and could not be charged after. Data log analysis found no problems with the battery. No additional action will be taken at this time.

Event description:
The field service rep (fsr) reported that during troubleshooting for MDR 1828100-2015-00456, he found that the batteries were dead. There was no pt involvement.